Event description:
Bsc has learned of the following event through a customer letter issued by facility and dated august 2004: since the launch of hydorcoil, facility has become aware of 13 reported incidents of aneurysmal inflammation, edema or hydrocephalus in hydrocoil treated aneurysms. The 13 reported events have been generally associated with larger aneurysms. In four of these 13 cases, matrix detachable coils were allegedly used in conjunction with the hydrocoil system; the other nine cases were treated with a combination of hydrocoil and bare platinum coils.